Event description:
The manufacturer representative reported high impedance during stage two of a deep brain stimulation implant. Impedances were >2000 ohms and <7ua on # 3 contact at 1.5 volts and 2.0 volts. The hcp replaced the extension and neurostimulator, but had the same results. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
.